Event description:
A note was received with the unit indicating the device "would not pace during code blue." No other details were reported. There were no adverse affects reported as a result of device use.